Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: hypotension is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a norm ally-functioning device or model implant procedure. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. However, a conclusive cause could not be determined from the limited information available and without a returned device. A conduction disturbance does not indicate a device malfunction or potential manufacturing issue.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, while acquiring access the patient became hypotensive and bradycardic. A pre-balloon aortic valvuloplasty (bav) was performed. The valve was implanted in the target zone and was functioning well. Following the implant, hypotension occurred. An electrocardiogram (ECG) revealed a bundle branch block with occasional complete heart block (chb). Subsequently, a permanent pacemaker was implanted. No other device related adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.